Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced focal atrial tachycardia (at) and left bundle branch block. After the pulmonary veins were isolated "at was induced". During post pvi mapping they identified focal at so off label ablations to the left anterior wall were performed. At this time left bundle branch block occurred, no treatment for the branch block was reported. They reported that the patient's blood pressure had remained stable, and no stenosis was seen in the coronary arteries during a coronary angiogram, but the pvi ablations could not be ruled out as a cause. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.